Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from the attempted insertion. The device was manufactured in 2019. A dimensional inspection could not confirm the stated failure mode. Features that were undamaged were found to be within specification. Other features could not be accurately measured due to damage from the attempted insertion. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include improper sizing or a procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
During hip joint replacement operation the surgeon implanted r3 cup. The surgeons were intended to insert the liner. The first liner was not inserted into r3 cup as the liner mechanism did not lock in place. The surgeons decided to replace it with another one and during its inserting (they beat it strongly into the cup) they saw that the liner crushed. It was putted out and replaced with the third liner which was easily and quickly implanted. A delay greater than 30 min was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.